Event description:
It was reported that this right ventricular (rv) lead connected to a pacemaker exhibited high out of range pace impedance measurements greater than 2000 ohms resulting in a lead safety switch. Testing on the lead was performed with isometrics and pocket manipulation and no noise was observed. Reprogramming was performed. No adverse patient effects were reported. This lead remains in service.